Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion alarm" was not reproduced. A review of the event history log revealed "upstream occlusion alarm" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was out of specification upstream sensor readings. The upstream sensor assembly is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had "upstream occlusion!" Alarms when there is no occlusion upstream during programming/setup. There was no patient involvement. No additional information is available.